Manufacturer narrative:
Based on historical complaint investigations and the image provided of the device, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure.

Event description:
As reported, during a procedure on a (B)(6) female patient, the impactor tip broke into two pieces while assembling components on the back table. Patient was unaffected by broken instrument. Patient was last known to be in stable condition following the event. The device will be returned for evaluation.